Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race was not provided for reporting. Upc #: (B)(4), lot #: 1919b, exp date: na; UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on july 10, 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with j&j band aid brand cushion care sports strip. The consumer stated that on (B)(6) 2020 she could not remove the adhesive from the bottom of her toe. She felt pain and it removed her skin. She ended up with a half in cut about 2mm deep. The consumer sought medical attention from a health care professional at urgent care as she thought she needed stitches. The health care professional treated her foot by soaking it in unknown solution and bandaging the cut. The health care processional did not provide stiches to the cut. The consumer is no longer experiencing any symptoms.